Event description:
It was reported that the dexcom g7 continuous glucose monitor stopped sending readings to the ilet due to a pairing failure, after previously working the prior day. Symptoms included no clinically adverse symptoms and no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no impact on therapy delivery beyond loss of cgm data to the ilet. Investigation included review of device connectivity and follow-up support, with subsequent assistance provided by support personnel. Investigation of this case revealed a communication or pairing issue between the cgm and the ilet, consistent with a transmitter-to-receiver communication problem without evidence of hardware malfunction of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-level or transient connectivity disruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.